Event description:
Reportedly, this device was explanted after a 3 year implant duration due to calcification. Pathology also resected a piece of one of the leaflets for evaluation.

Manufacturer narrative:
Evaluation summary: evaluation of the valve revealed calcification on the cusp of leaflet 1 and its free margins. Extrinsic calcification was also detected on the hinge areas of the inflow aspect. Host tissue was moderate on the stent, no observable host tissue on leaflets. Most of leaflet 2 was missing. Leaflet 3 had a 3mm wide by 8mm deep cut, and 5mm cut into the cusp. The device was altered for evaluation by the hospital's pathology lab. However, calcification, a patient related condition can impact the performance of the device.